Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 245 mg/dl. Reportedly, the patient's mother gave patient a correction bolus through the pump to address high bg and occlusion alarm did not reoccur.